Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update july 7, 1016: per reporter: no surgical delay; no part number for the humeral nail involved; no lot numbers for the locking screw, ti end cap, and humeral nail involved; there are no x-rays to provide and the date of the x-rays is not available; no additional information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blade 40mm for ti humeral nails sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. However there were 3 parts scrap for setup purposes at the turn complete operation. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, a revision surgery took place because the titanium (ti) spiral blade and 4.0mm ti locking screw backed out of the humeral nail. The patient used a grip to lift himself up and the patient then felt the spiral blade and screw. The patient then notified the surgeon. Additionally, the patient felt pain and discomfort. Preoperative x-rays were taken on an unknown date; it appeared the set screw was completely seated and there appeared to be a nonunion. The hardware was removed easily without additional medical intervention and sent to pathology. It is unknown if there was a surgical delay. The patient status/outcome was reported as good; there was no harm to patient. Concomitant devices reported: ti end cap (part # 04.001.000, lot # unknown, quantity 1), humeral nail (part # unknown, lot # unknown, quantity 1). This is report number 1 of 2 for complaint (B)(4).